Manufacturer narrative:
(B)(4). Date of event: publication year of 2003. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of patients in the us dissection group who had a significant amount of peroperative bleeding? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: mastectomy using ultrasonic dissection: effect on seroma formation. Author(s): hanne galatius, mette okholm and jack hoffmann. Citation: the breast (2003); 12:338¿341. Doi: 10.1016/s0960-9776(03)00110-3. This prospective study was carried out to evaluate the ultrasonic energy dissection technique and its effect on seroma formation and other complications. This prospective study involves 59 patients with operable breast cancer who were scheduled to undergo a modified radical mastectomy during the period from 14 february 2000 to 12 february 2001. The patients were divided into 2 groups: in us dissection group, 30 patients (median age: 61.5; age range: 38¿84; median bmi: 25; bmi range: 19¿34) will undergo skin flap dissection using ultracision harmonic scalpel (ethicon) and in scissors group, 29 patients (median age: 63; age range: 30¿83; median bmi: 24; bmi range: 17¿28) will undergo skin flap dissection using the traditional way with scissors and electrocautery. Reported complication in the us dissection group included pero-operative bleeding (n-?), and seroma (n-20) in which seroma aspirations were performed. In conclusion, neither clinical advantages or disadvantages of the ultrasound dissection technique were found.